Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue with the pocket was failed. A field service engineer cancelled the work order and confirmed that the issue had been resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es pockets were opening multiple compartments at a time. The customer reported that users were unable to remove medications from while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this incident.